Event description:
It was reported by the customer that a pyxis medstation es system had a station was not communicating. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device not communicating. A field service engineer unable to replicate problem, no issue found. A field service engineer stated that the ports was blocked by user it. The system functioned as intended after the field service engineer troubleshooted the device.